Event description:
It was reported that over 2 years post implantation of 3 xience v stents, two in the right coronary artery and one in the ramus artery, the patient died. Cause of death has been requested, but at this time is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the xience v instructions for use a as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.